Manufacturer narrative:
Device has been evaluated but device was replaced and will not be returned to the customer.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's quality assurance laboratory for further investigation, an issue related to the porting block was observed. During the investigation, the root cause of the "low pressure alarm" was due to a faulty porting block.